Manufacturer narrative:
Added d5, g3/g4, h1/h2, h6.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include endoleaks, aortic expansion (eg, aneurysm), pseudoaneurysm, vascular spasm or vascular trauma (eg, rupture). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following publication was reviewed by gore: title: long-term outcomes of antegrade thoracic stent grafting during repair of acute debakey I dissection. Source: the society of thoracic surgeons published by elsevier inc. Published: november 2024. The objective of this retrospective study was to evaluate the impact of antegrade stenting of the distal arch and proximal descending aorta combined with non-total arch procedures in acute type a aortic dissection. From 2005 to 2022, 733 nonsyndromic patients presented with acute debakey type I aortic dissection and underwent non-total arch procedure. Patients were stratified into 2 groups, those who received an antegrade thoracic endovascular aortic repair (atevar) and those who had a conventional approach (control). In the tevar group, the gore tag stent (wl gore & associates) was implanted during the circulatory arrest and was secured using 4-0 pledgeted sutures placed circumferentially. An oversizing of 10%-15% of the measured proximal aortic diameter was performed. Whenever possible the stent was included in the anastomosis at the level of the lesser curvature. Of the tevar patients, seven required redo due to endoleak, ten required reinterventions due to aneurysm, two required reintervention due to pseudoaneurysm, and two required reintervention due to rupture. No further complications were noted. 2100-e:-leakage events endoleak - other/unknown captured due to endoleak type being unknown. 1400-e:-rupture events - other/unknown captured due to rupture type being unknown.